Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The doctor (attending) reported that surgeon (chief resident) was starting a craniotomy using a codman 14mm perforator. He drilled 3 burr holes with the same perforator lj024s, and in all 3 cases, the perforator plunged, and tore the dura. The doctor was not in the operating room during the plunges. Surgeon sutured the dura; patient's condition after event was stable. The perforator was saved for testing, however, has not been released to codman yet by ri hospital risk management. There is one other perforator on their shelf with the same lot number. It was pulled from the inventory so as not to be used on a case. It is also currently in the possession of risk management. The neuro coordinator also mentioned that the same thing happened yesterday with another clinician. That perforator was not saved.

Manufacturer narrative:
Root cause cannot be verified; the perforator was not returned. Evaluation will be performed when/if the perforator is eventually received. The device history records (DHR's) for this perforator (lot lj024s, (B)(4)) were reviewed. All tests and inspections associated with the assembly, (including a 100% functional drill test and manual functional tests) met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.